Manufacturer narrative:
(B)(4). Batch # t92y3g. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components and with a malformed clip inside of a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device, el5ml lot number t92y3g, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, scissoring occurred in a row during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.